Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial testing confirmed the device was operating in safety mode. Visual inspection of the device noted no anomalies. An engineering-level programmer was used to attempt to retrieve the device memory; however, the device was undergoing continuous system resets and thus the attempt to access the device memory was not successful. The device case was removed. Beeping tones were emitted from the device, and the system resets continued. The battery voltage level was measured at 3.085 volts. An external power supply was attached and a normal operating current was observed. Another attempt was made to access the device memory, however, the device continued to undergo resets. Analysis efforts were focused on isolating the origin of this failure mechanism within the device¿s integrated circuit by de-processing and re-processing components. Detailed analysis confirmed a failure in the mixed mode integrated circuit (mmic) of the device; however, the exact failure mechanism could not be determined, as no further testing could be performed.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to pacemaker syndrome, suspected to be caused by the device programming. Upon interrogation, the device was found to be in safety mode. Three successive software errors had been recorded, causing the device to revert to safety mode. The device programming in safety mode is vvi at 72.5 bpm. Device replacement was recommended. The device was subsequently explanted and replaced without complication. No additional adverse patient effects were reported.